Event description:
It was reported that the patient underwent revision surgery three months post implantation due to pain and bearing dislocated anteriorly. All implants were revised. No additional information is available.

Manufacturer narrative:
(B)(4). D10 ¿ 154719, oxf uni tib tray sza rm, lot j7792994 154912, oxf ph3 cementless fem sz xsm, lot 7237890 g2 ¿ foreign ¿ japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed. The review identified postoperative short ap x-ray shows slight varus alignment of the tibial component and grossly neutral femorotibial knee joint alignment rather than standard normal valgus alignment of the knee. On later imaging, the bearing is anteriorly dislocated. It is uncertain if the mild relative varus alignment of the knee could have led to bearing wear predisposing to bearing dislocation. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.